Event description:
Information was received from a consumer via company representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that patient had complained of surges or jolt from the stimulator when stimulation was off at the battery site and that it went down both legs. The patient indicated that they normally felt stimulation in the tailbone area. The patient claimed that she checked the ins with the patient programmer to confirm that the stimulation was off when the issue occurred. The rep ran impedance measurement and stated that with reference zero all were in the 800 range. No falls or trauma was reported that could be related to the issue. There were also no issues with the pocket although the rep stated that they had not yet looked at the skin over the battery site. The patient also reported she had the issue when laying or sitting and it did not seem to be positional. It also did not seem to be related to a particular environment. The rep indicated that they would consult with the doctor and relay that the symptoms did not seem to be related to stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.